Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. Review of the device's activity logs showed that the device prompted "replace battery" messages. The log also showed that the device was never plugged into ac power. The customer was contacted and confirmed that the battery from the event was reconditioned and has been working properly since. The battery used at the time of the event were not returned as part of this investigation. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device would not power on. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.